Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If explanted, give date: unknown, information not provided. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complained about glare & halos with an intraocular lens (iol). The patient could see the actual optic rings in the dim light condition. The surgeon believed the patient could not adapt to the diffractive iol. The daily activities of the patient were significantly affected. Doctor performed explant and replace with a mono-focal iol of unknown brand. No other surgical interventions were required. The patient vision pre-operative is far: 0.8 near: j4 (decimal). The patient vision post-operative is far: 0.5 near: j2. The patient¿s status was reported as temporarily impaired. No further information is available.